Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not working and the patient information was delayed. A technical support specialist dialed into the server and reviewed the downtime query. The carefusion coordination engine (cce) was functioning properly as noted by the previous agent, logged into patient encounter system (pes), it was extremely slow. After checking the notices, found alerts indicating active directory (adt) downtime and extract transform load (etl) delays, reviewed task manager and confirmed the server had not been rebooted in 308 days, contacted the customer, to obtain permission to perform a reboot and proceeded with applying knowledge article (ka) - pyxis es server reboot process and validation. The reboot completed successfully, verified that all services were running properly, confirmed the extract transform load (etl) was operational, and ensured there were no critical notices, rechecked the downtime query and confirmed that messages were crossing normally. The customer confirmed that everything was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis server was not working. The webpage would not load or was very slow to load and there was some kind of error with a red diamond on the notices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.